Manufacturer narrative:
D10: concomitant product (7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, lot#: 202405258x), d10: concomitant product (7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, lot#: 202405258x), d10: concomitant product (7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, lot#: 202405258x), d10: concomitant product (7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, lot#: 202405258x), d10: concomitant product (7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, lot#: 202405258x), d10: concomitant product (7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, lot#: 202405258x), d10: concomitant product (7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, lot#: 202405258x), d10: concomitant product (7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, lot#: 202405258x), d10: concomitant product (7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, lot:# 202405258x), d10: concomitant product (7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, lot:# 202405258x), d10: concomitant product (7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, lot#: 202405258x), d10: concomitant product (7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, lot#: 202405258x), d10: concomitant product (7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, lot#: 202405258x), d10: concomitant product (7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, lot#: 202405258x), d10: concomitant product (7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, lot#: 202405258x), d10: concomitant product (7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, lot#: 202405258x), d10: concomitant product (7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, lot#: 202405258x), d10: concomitant product (7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, lot#: 202405258x), d10: concomitant product (7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, lot#: 202405258x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the flange detached from the tube during pre-test for the tracheostomy tube this issue occurred twice with products from the same lot. The event took place in a hospital setting, and there was no patient involvement.

Manufacturer narrative:
Additional information: b5, g3, h3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual examination showed that the flange was intact and was attached to the main tube stem. There was evidence of bonding agent on the tube-flange interface. Further examination of the sample showed no sign of defects. The outer diameter of the tracheostomy tube was measured and found within specification. It was reported that the flange detached from the tube during a pre-test. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the tensile strength of the flange-to-tube bond was measured on the returned unit and found not to be within the in-house acceptance criteria. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the flanges detached from the tubes during pre-test. This issue also occurred with products from the same lot. The event took place in a hospital setting, and there was no patient involvement.